Event description:
Generator replacement surgery occurred on (B)(6) 2015. The explanted generator has not been received to-date. No additional relevant information has been received to-date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient's generator moves around her chest wall and that it would be addressed with an upcoming generator replacement surgery reported to be due to end-of-service. It was reported that the generator was unable to be interrogated due to suspected end of service. Attempts for additional relevant information have not been successful to-date.